Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) is still underway. The reported problem (does not activate) was confirmed. Upon evaluation, the monitor would not power on properly. Root cause investigation is underway. Device evaluation of charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was producing excessive current while charging. Upon evaluation, the q1 current controlling transistor was shorted on the bedside pca. The cause of the resetting and excessive current is the shorted q1 transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor or charger. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient's monitor would not activate and the charger was resetting.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog pca. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. Device evaluation summary: device evaluation of monitor sn (B)(4) is still underway. The reported problem (does not activate) was confirmed. Upon evaluation, the monitor would not power on properly. Root cause investigation is underway. Device evaluation of charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was producing excessive current while charging. Upon evaluation, the q1 current controlling transistor was shorted on the bedside pca. The cause of the resetting and excessive current is the shorted q1 transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor or charger. Device manufacture date: monitor: 01/23/2013; charger: 08/12/2014.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not activate and the charger was resetting.